Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a voltage lower than allowed by the box labeling. This ICD was not implanted.